Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom system error 105 alarms through review of the event history log, but did not reproduce it. The evaluation found that the cap plug became dislodged from the rear case due to an external influence, and preventing can shaft movement. This is a known contributor to the reported symptom. The rear case assembly and can shaft assembly wer replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105 in the surgery care area. It was also reported that there was no patient injury.